Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection verified the device was returned with the severed end of the electrode attached to the header. The setscrew appeared to be in the down position. A wrench tip was found broken off flush with the top of the setscrew. The wrench tip was removed and the hex slot was confirmed to be free of damage. Attempts to loosen the setscrew were unsuccessful. A tug test was performed on the severed portion of lead and it was easily removed from the port. A second inspection of the setscrew found that although it appeared to be in the down position, it was actually in the fully loosened position. The retainer ring for this model device is much thicker than other boston scientific devices which gave the appearance that the setscrew was in the down position when in fact it was in the fully loosened position against the retainer ring. A laboratory test electrode was inserted and removed from the device port several times without difficulty. The terminal end of the segment of electrode returned with the device was examined and no anomalies were noted. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
Boston scientific received information that during a routine replacement procedure due to normal battery depletion, this device exhibited a stuck setscrew which resulted in the inability to remove the electrode from the header. The associated electrode was surgically cut, capped, and replaced without incident. The explanted device and electrode segment were returned to boston scientific for analysis.